Event description:
A caller reported experiencing an error with their continuous glucose monitor, specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump and guided the caller through this process. After the pump reset, the error did not reoccur, and the caller was able to successfully start a new sensor session.